Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery pack) has been confirmed. As received, the charger would not charge a battery pack. Upon evaluation, there was contamination throughout the unit. The cause of the inability to charge a battery pack is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's charger would not charge the battery packs.